Event description:
Product involved 3 pts. All patients were using #23g angel wing. One pt was having a drug infusing with leaking occurring below the wing where it is attached to the extension set. Patient required 3 23g angel wing infusion set to administer the therapy - 2 sets were leaking at the same place. The other 2 patients had lab drawn and blood was leaking out at the same place. Each pt required another angel wing to complete the lab draw.